Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported error vent inoperable, 35 v supply failed. Auxiliary alarm supply failed, backup alarm failed, and blower stalled error codes. The unit was alarming while in use and the only way to power unit down was to unplug ac (alternating current) and battery. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.